Event description:
It was reported that during an anterior cruciate ligament knee surgery when the flipcutter was in the patient the wing locked in open position. Nothing broke in the patient. The surgeon did not go as far as he wanted in drilling the tibial tunnel and removed the failed flipcutter. Another flipcutter was needed to complete the procedure. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, no problem was noted with the device. Upon functional testing, it was noted that the device would not function. It was noted that the inner shaft had tissue within the device. The most likely cause for the reported failure can be attributed to a manufacturing issue.